Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. This is the 1st related complaint for the reported lot number. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situation analysis (sa) is required at this time.

Event description:
It was reported when using the bd nano¿ 2nd gen pen needle, the user experienced the inability to deliver medication. The following information was provided by the initial reporter. The customer stated: consumer reported found most in the box needles clogged during injection. Called lilly/humalog first they informed to complete a flow check first.